Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the sliding sleeve on the air oscillator device was rough running. It was further determined that the motor with sliding socket was working irregularly, and the device showed general wear and tear of internal and external components. It was further determined that the device failed pre-repair diagnostic tests for status of development, general condition, marking & labeling, assessment of the saw blade quick coupling, assessment of the saw head, symmetry, function of the safety system, hose coupling assessment, excessive noise, air leak, frequency min.12'000 to 16'000 osc/min, starting behavior, and performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.